Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 140 units of insulin. Review of the pump data logs confirmed the reported issue. Blood glucose level was 102 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.